Event description:
It was reported that during the implant procedure, the physician had a hard time finding good right ventricular lead placement. About 6 hours after the procedure, the patient presented for a perforation and tamponade. Blood around the heart was drained, which resolved the issues. The lead was working fine and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).